Manufacturer narrative:
H4: the device was manufactured from june 24, 2020 - june 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during patient use. The device had been filled with 0.9% sodium chloride and fluorouracil with a total volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.